Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was further reported that there was a possible fracture. The lead was explanted and replaced.

Event description:
It was reported that the patient presented to the emergency room as a patient alert had been triggered. It was also reported that the right ventricular (rv) lead superior vena cava (svc) impedance measurement was high and stored episodes of noise with short interval counts were seen. Detections were turned off and a lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.